Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. This complaint is for a report of a use error - reuse of single-use product. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for a check patient line alarm (separate report) that occurred on the homechoice device during the initial drain. The home patient attempted to resolve the alarm by replacing the patient line extension, but did not replace the rest of the supplies and subsequently advanced into initial drain. There was no patient injury or medical intervention in association with this report. No additional information is available.